Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that the patient was hospitalized for non-device related issue when it was discovered that the patients right atrial (ra) lead was not capturing, and the threshold had risen to the current high level. A ra lead perforation and pericardial effusion are suspected. The lead has been reprogrammed and a lead repositioning will be scheduled once the patients other surgical situation has been managed. The lead remains in use. No patient complications have been reported as a result of this event.